Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent audio output and a hypoglycemic event. The patient reported they were outside on (B)(6) 2019, when they experienced low glucose levels and they did not receive an audio alert from the continuous glucose monitor receiver, only the vibration alert. The receiver audio test passed during troubleshooting. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional event or patient information is available.